Manufacturer narrative:
The device was not returned for evaluation, as it was discarded at the facility. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that after few minutes of use in patient, this pressure monitoring set had an unexplained drop in pressure readings. Which resulted in misinterpretations of the examination. Additional information regarding if the patient was treated based on inaccurate values, is not available. Attempts have been made and there is currently no response. Customer wanted to perform calibration reset tests, which turned out to be not possible. There was no allegation of patient injury reported. Patient demographics were requested but are not available.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. As per follow up, the initial numerical value provided was 250 mmhg in the tray and did not show a drop in pressure. The device was not able to be zeroed and did not work, as after a few seconds curves went back up steeply to 250 mmhg. The patient examination was postponed, which required logistics and time. There was no allegation that an error message or an alarm was displayed. In this case, the unit could not be used as it was unable to zero and did not function as intended causing a delay in procedure. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.